Event description:
It was reported that the user experienced hyperglycemia while using the ilet following a temporary disconnection due to a dislodged infusion site and subsequent site change and resumption of insulin delivery; sensor glucose was 311 mg/dl initially and was 294 mg/dl and trending down by the end of the call, and the customer was advised on the corrections algorithm and expected time to regulate. Customer care provided troubleshooting with education on device operation. Investigation of this case revealed no device alarms and a likely transient interruption of insulin delivery associated with the dislodged site. No symptoms associated with elevated blood glucose reported. Outcomes included self-monitoring at home without escalation of care. It was concluded that the hyperglycemia was cause unclear with no evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.